Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was impacted (348 mg/dl) with moderate ketones. During troubleshooting with tandem technical support, it was indicated that the customer had been able to load a new cartridge onto the pump and resume insulin delivery.